Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2017-00604. (B)(4). Approximate age of device - 4 months. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during a pump exchange procedure for device thrombosis, the outflow graft was found to be in a "mild s shaped" configuration. Upon invasive hemodynamic monitoring with pressure wire using expertise from interventional cardiology, the pressure gradient was 3 mmhg, and the patient did not require a full sternotomy for the pump exchange due to the shape of the graft. The outflow graft was kept in place and remains in use on the newly implanted pump.

Manufacturer narrative:
No product was returned for evaluation. The outflow graft remains in use. The report of sealed outflow graft kink could not be confirmed. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.